Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: 23-may-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that the patient's feeling of stimulation disappeared. When impedance was measured during the consultation, a high impedance of 40,000 ohms or higher had occurred in one of the electrodes in use. No x-ray images were available. Stimulation was reprogrammed to avoid electrodes that could not be used; however, the same stimulation cover as conventional could not be obtained. The leads will be replaced on (B)(6) 2021.

Manufacturer narrative:
H6: please note that method code code b17 has been replaced with method code b18 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the high impedance was considered to be ¿in the lead because it was resolved by replacing the lead.¿ the specific cause was not identified however. The issue was resolved after both leads were replaced. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative reporting that after connecting with the new leads, the impedance was normal. Was able to effectively cover the painful area and perform treatment. The removed leads were cut with scissors and were discarded in the hospital.

Manufacturer narrative:
Continuation of d10: product ID 977a160 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(6) 2016 implanted: (B)(6) 2016 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.